Manufacturer narrative:
Correction: h6 patient code: should have been 2199 rather than 2388.

Event description:
Additional information indicates the patient still had therapy prior to the battery replacement.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received a message on their programmer stating their ipg has reached end of service. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.